Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm discussed the issue with the hospital biomed who said the iabp had a maintenance required error code 4. The stm was unable to reproduce the issue. The main board was replaced and a complete system check was performed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during start-up the cs300 intra-aortic balloon pump (iabp) had a maintenance code 4. There was no patient involvement and no adverse event reported.